Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported very low battery, which was duplicated during evaluation. A review of the event history log identified 'battery very low' messages. The cause was determined to be a failing alternating current power adapter. The alternating current power adapter was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of very low battery. There was no patient involvement. No additional information is available.